Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the meter was not linked to the insulin pump and blood glucose readings did not transfer to the device. The customer was in the hospital for unknown reason. Blood glucose was 334 mg/dl which was treated in the hospital before they got released. Blood glucose was 231 mg/dl in the morning before the call. Customer was assisted linking meter to the device. The insulin pump was not replaced or returned for analysis.